Manufacturer narrative:
The test strip lot number is 671097. The expiration date was not provided. The device was requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
We received an allegation of a questionable glucose result for one patient tested with the accu-chek inform ii meter. The meter result at 10:56 was 1.1 mmol/l. The meter result at 10:58 was 5.2 mmol/l. This result was deemed correct.

Manufacturer narrative:
Medwatch field e3 occupation updated. Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The device was not submitted for investigation. The investigation did not identify a product problem.